Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal surgery to insert of a femoral head prosthesis and removal of the fns. The patient had femoral neck surgery on (B)(6) 2021 and complained of pain on (B)(6) 2021 due to osteonecrosis of the femoral head. The removal surgery was completed successfully without any delay. The patient outcome was stable. This complaint involves (4) devices. This report is for (1) unk - screws: fns locking. This report is 2 of 4 for (B)(4).